Manufacturer narrative:
Additional information:the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -11.0/+20/093 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20. Conclusion code: as per dfu for this lens model, vticls are contraindicated for patients under 21 years of age. Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens, -11.0/+20/093 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.